Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator alarmed transducer fault immediately upon power on. The customer confirmed that there was no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation. Galling like damages were found between the impeller balance and the end-cap sub-assembly housing that caused metal shaving and breakage of metal pieces which seized the turbine rotating mechanism.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The device issue was isolated to faulty sensor diff press miniture 2.5 psi. Part number 68354. This is a known issue can be reference to CAPA ca-2017-0206 and scar ps-14-46. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.